Manufacturer narrative:
(B)(4). The device is available for evaluation and will be sent in to canada technical services; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:658:00 was confirmed during product evaluation. The assignable cause was a damaged rear inverter harness. The rear inverter harness was replaced to correct the reported condition.the user interface module software version is 6.13.92.should additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320:658:000. The event was reported to have occurred upon power up. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.